Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the communication between the video system center and the ncare recording system was obsolete. The serial digital interface (sdi) port was fried due to constant hot swapping of cords. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely because the serial digital interface (sdi)ports were broken due to repeated connection/disconnection of the sdi port cord (cable). Olympus will continue to monitor field performance for this device.